Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient's scs device had quit working. Patient stated her neurostimulator (ins) was fully charged. Patient stated she had turned her stimulator up as high as high as it goes and tried changing groups but she was still not able to feel stimulation. Patient stated she had not had any falls, trauma or change in activity. Patient was redirected to healthcare provider and told to keep device charged. Symptoms reported were loss of stimulation. No further complications were reported or anticipated.